Event description:
It was reported that the vns patient had developed an infection at his generator site. The infection was reported to be due an infected pimple and not related the vns; however, the patient underwent surgery on (B)(6) 2014 to explant his generator. The patient has not been re-implanted to date.